Event description:
The lead output was increased to resolve the issue.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, a loss of capture due to high threshold was noted. No action has been taken and the patient is being monitored. The patient is in stable condition.